Event description:
As reported by the patient's attorney, a protegen sling was implanted on implanted on (B)(6) 1998. According to the complainant, the patient experienced additional treatment and or complications and pain. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.